Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunctions of the drive tube leak/break and the centrifuge bowl leak/break. Since these reportable malfunctions are only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot e355 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot e355 for the reported complaint issue shows no trends. Trends were reviewed for complaint categories, drive tube leak/break, centrifuge bowl leak/break, and alarm #7: blood leak (centrifuge chamber). No trends were detected for these complaint categories. However an issue review was opened for complaint category, centrifuge bowl leak/break. A photo analysis was conducted for this complaint. A review of the photos confirmed the leak and the centrifuge bowl break. The cause for the leak was the centrifuge bowl break, however the root cause for the centrifuge bowl break could not be determined based on the available information. The device history record review did not result in any related nonconformances, and this kit lot had successfully passed all lot release testing. A material trace of the bowl assembly and its components used to build this kit lot also found no related nonconformances. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4).

Event description:
The customer called to report a drive tube leak/break along with a centrifuge bowl leak/break during a treatment procedure. The customer stated that an alarm #7: blood leak (centrifuge chamber) alarm occurred about seven minutes into the procedure followed by the drive tube leak/break and the centrifuge bowl leak/break. The customer reported that the leak/breaks occurred between the end of the purging air phase and the start of the drawing phase of the treatment. The customer stated that the patient was disconnected from the device, and the treatment was aborted with no blood/products returned to the patient. The customer reported that the patient was in stable condition and that the patient's estimated blood loss was approximately "220 mls." The customer stated that after inspecting the centrifuge chamber, it appeared that the drive tube had separated from the top of the centrifuge bowl. The customer reported that the leak detector strip in the centrifuge chamber was damaged. Photos were submitted for investigation.